Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, when connecting the device to o2 gas source, noise was coming from the gas modules. After examination, it was determined that the nozzle on o2 gas module was defective. The maintenance kit 5000h (including o2 nozzle unit) was replaced. Moreover, the filter, inspiration pipe and membrane were cleaned. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Based on provided information the maintenance kit 5000h was expired. Therefore, the most likely root cause is expected wear and tear. However, it remains unknown when last preventive maintenance was performed. Therefore, the root cause to the reported event was not established.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).